Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they do not think their stimulation is working right, because their 'adaptative' stopped working, and they feel like they can barely walk. Patient stated they tried contacting their physicians office several times today, but did not hear back. Patient stated they also had to turn their stimulation down because their neuropathy was so bad. When asked for event date, patient stated this began a couple days ago. Agent asked if patient saw adaptive stim was off, and patient was unable to confirm.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.